Event description:
It was reported that the lumen simply became blocked after a short period of time after insertion. There were no incident report forms filed in the hospital, and the sample was discarded. They noticed that the catheter appears to be "stiffer" than the cs-12854-e previously used. The customer continues to report that while no injury was suffered, the blocked catheter places patients at serious risk, particularly when receiving inotropes and life saving medication/fluids in the intensive care unit (ICU) and theatre. They state that potential complications, including infection risk, occur with line changes and there is also a time to cost component to the hospital. The customer reported that they had to undergo complete catheter change due to a blocked lumen while in the ICU.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.